Manufacturer narrative:
Iris field service engineer was not sent to the customer location. The customer did not request replacement chemistry strips. Under corrective and preventive action program this issue is being investigated and actions are being implemented. Upon analyzing the key processes, enhancement actions pertaining to manufacturing/supply chain process parameters and qc test methods are being initiated and implemented bec internal identifier for this report is (B)(6).

Event description:
The customer stated ichem velocity chemistry strips had loose pads come off in the instrument, p/n: 800-7204 lot#: 7204064j, expiration: 31jul2014. There were no erroneous patient results generated or reported out of the lab.